Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported occlusion alarms occurred. Customer reverted to manual injections for insulin therapy. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb cable. A new wall adapter and usb cable was sent to the customer. There was no adverse impact to the customer¿s blood glucose level.